Event description:
It was reported that there was a pixel issue on the pump display, which affected the customer's ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the caller to use the current pump as backup therapy. The caller understood how to put the pump into storage mode and agreed to return the problematic pump within 10 days using a pre-paid label.